Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had no image was not displayed, and error code e217 occurred. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, it is likely the following led to the malfunction: due to damage on plug unit and universal cable unit, the image is not displayed. And due to data error of scope circuit board (ID), e217 scope error occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.